Event description:
It has been reported that AED was deployed, and the subject was not resuscitated. It has been noted in the report that the device electrodes were past the expiration date.

Manufacturer narrative:
(B)(4). Eval pending.